Event description:
It was reported that the patient was experiencing device discomfort. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components were kept by the facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).